Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. Customer declined to perform troubleshooting with tandem technical support. Customer's blood glucose level was 117-136 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.